Manufacturer narrative:
The replaced lid was returned at the product analyses center (pac) and the cause of the reported issue was isolated to the lid assembly.

Event description:
The customer contacted stryker to report that their device would not power on when the lid is opened. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not power on when the lid is opened. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the lid and the battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.